Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had been on antibiotics due to swelling at the ipg site. It was revealed that the patient experienced infection at the ipg site. As such, surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue. Reportedly, the infection is being treated with oral antibiotics.